Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It has been reported that following a total knee arthroplasty, the patient was revised due to tibial loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products- nexgen stem extension sharp fluted 13 mm, catalog # 00598801513, lot # 61053315. Articular surface with locking screw # 00599403228, lot # 61000341. Unknown nexgen femur. Multiple MDR reports were filed for this event, please see associated reports: nexgen stem extension sharp fluted 13 mm - 0002648920-2017-00628.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. The devices were returned for further evaluation. The articular surface has some foreign material in the stem hole and superior side of the post. Pits and gouges were noted on the articular surface in multiple locations on the polymer. The baseplate and stem extension were returned assembled. The connection between the two parts was found secure. Substantial foreign material was found on the baseplate and stem extension. Foreign material impedes complete dimensional analysis. The measured dimensions were found within tolerance. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.